Event description:
The report states that during a thoracotomy, the "double light tube with too small light, bronchoscope does not slide well in the trachea side tube and blocks the end. Very difficult to pass the extremity so risk of trauma in a patient and risk of breakage of the optical fiber". Additional information received states that the issue was resolved by using a different tube size from a different company as the user knew that the problem existed even with different batches. There was no patient harm, injury, or desaturation as staff checked the tube before proceeding to anesthesia and putting the patient to sleep since it was a known problem. The procedure was completed successfully. Per the customer, the current status of the patient is unknown.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing site reports that in the current manufacturing procedure "during primary process each tube shall go through tube curving process whereby each of the extruded tube shall be inserted to the former and put into oven of 165 5 c for 8 min. Lumen ID inspection also was conducted with ID inspection gauge with criteria of the ID inspection gauge shall glide easily into lumens without any construction. All rejects shall be culled out and disposed accordingly before product released to next process." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The report states that during a thoracotomy, the "double light tube with too small light, bronchoscope does not slide well in the trachea side tube and blocks the end. Very difficult to pass the extremity so risk of trauma in a patient and risk of breakage of the optical fiber". Additional information received states that the issue was resolved by using a different tube size from a different company as the user knew that the problem existed even with different batches. There was no patient harm, injury, or desaturation as staff checked the tube before proceeding to anesthesia and putting the patient to sleep since it was a known problem. The procedure was completed successfully. Per the customer, the current status of the patient is unknown.